Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. A clinical evaluation states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation and that the device IFU does note that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ the t anchor implants are implantable, so biocompatibility is not an issue. The patient impact is determined to be the retained t1 anchor implant. Local irritation/discomfort, and/or migration of the implant should not be ruled out. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: corrected information in b1 and h6 (health effect - clinical & impact codes).

Event description:
It was reported that, during arthroscopy, when carrying out the second shoot, three (3) fast-fix 360 did not fire. It appeared that the button was loose. T1 was not removed from the patient. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported.

Event description:
It was reported that, during arthroscopy, when carrying out the second shoot, the fast-fix 360 did not fire. It appeared that the button was loose. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).